Event description:
It was reported to our country manager by a vns implanting surgeon that during a lead revision surgery for high lead impedance medwatch report number # 1644487-2011-00995 that after their generator was removed to replace their lead, it was unable to be interrogated. Prior to surgery, the pt's generator was able to be interrogated. It is unk if cautery was used on or near their generator during the procedure. Good faith attempts are underway to have their explanted generator returned for analysis.